Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the display to fix the issue. The fse then performed all functional and safety checks to meet factory specifications. Pm was completed and the unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the display screen of the cs300 intra-aortic balloon pump (iabp) was missing data. There was no patient involvement, and there was no adverse event reported.